Event description:
In 2006, the pt underwent a recurrent right inguinal hernia repair procedure with implant of a perfix plugs. Previously implanted mesh plugs were not removed. On six months later, the pt underwent a diagnostic laparoscopy. The mesh plugs were not removed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval and add'l info becomes available. Reference medwatches 1213643-2007-00636 & 1213643-2008-00397 for info related to the perfix meshes implanted in 2005.